Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was missing/peeling and became under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 02-jan-2019 device evaluation: the device has been returned and evaluated by product analysis on 27-dec-2018 with the following findings: during investigation, the keypad rubber was peeling off at the bottom exposing ¿ok¿ button¿s contact; all buttons responded properly to presses. The keypad was removed and there was no contamination or damage found to the key¿s contacts.